Event description:
It was reported via repair work order that the function controls were not working on the bed due to frayed power coil cable. It was further reported that the power cord sheathing was damaged and had exposed wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.